Manufacturer narrative:
The customer¿s report of a device exhibiting smoke was confirmed after a physical inspection of the iuis identified melted plastic, suspected to have produced the smoke reported on the day of the incident. An accumulation of fluid on the source device female iui connector pins, inadvertently created a conductive bridge (short) between pin 15 (gnd) and pin 14 (+8 v). As a result, the low resistance between the pins generated an increase of heat, melting the plastic and damaging the iui connector which lead to a channel disconnect event. Review of the event logs identified two ¿channels disconnected¿ alarms occurring on (B)(6) 2019 at 08:03 am and at 10:58 am. A review of the device logs indicate that the source of the channel disconnect was related to a power loss event with the pcu. Analysis of the pcu error logs showed several log only error codes 120.4370.5 (failure=low_8v_failure; severity=runtime_log_only_severity; subsystem=psp_ss) seconds after the channel disconnect/ power loss incident. Observed log only error is indicative of a short circuit condition in which the 8 volt line is temporarily pulled low. Testing performed on the device observed the female iui with an electrical short between pins 15 and 14. The root cause of the customer¿s report of a device exhibiting smoke was attributed to an accumulation of fluid ingress on the source device female iui. As a result, a short was produced on the female iui, generating increased heat causing the iui plastic connector to melt and produce smoke.

Event description:
It was reported that the device was smoking.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was smoking.